Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found the baselines on chromatograms were elevated, which affected total areas. The fse replaced the detector board assembly. The fse ran quality controls, which recovered within acceptable range and then proceeded to run approximately 30 patient samples and total areas were 800 - 1400. The g8 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were four (4) similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states that dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Results will not be reported if the total area (ta) is <500 and if the ta is >4000. The most probable cause of the reported issue was due to a defective detector board assembly.

Event description:
On (B)(6) 2017 a customer reported getting low total areas flags while running hemoglobin a1c (hba1c) on patient samples with the g8 instrument. The customer reported not getting hba1c results due to the low total area. The customer reported that total area on quality controls was within normal range. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.